Manufacturer narrative:
Reference associated MDR ID 3004721439-2021-00083, and 3004721439-2021-00084, and 3004721439-2021-00085, and 3004721439-2021-00086 investigation: visual inspection: a deformation of the outer housing of the prosa valve and some particles in the delivery liquid were observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0565 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in both positions. Results: first, we performed a visual inspection of the valve. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelism. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found minimal build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of occlusion. At the time of our investigation the valve was shown to be permeable. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (part # fx417t) (ref. Associated MDR ID 3004721439-2021-00083) and (3) prosa valves (part # fv701t) (ref. Associated MDR ID 3004721439-2021-00084 and 3004721439-2021-00085) were implanted during a procedure performed in 2018. According to the complainant, a blockage was suspected. The patient underwent a revision procedure on (B)(6) 2021 and had the progav 2.0, the (3) prosa valves, as well as a sensor reservoir (part # fv912x; this device, nor similar product, marketed in USA) removed. The complaint devices were returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient information were submitted. Reference associated MDR ID 3004721439-2021-00083, and 3004721439-2021-00084, and 3004721439-2021-00085.